Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to exit rewind screen and insulin pump had motor error during rewind. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that motor error occurred 1 times in the last 30 days. The device will be returned for analysis.

Manufacturer narrative:
Device received with stuck motor error alarm loop during bolus delivery due to faulty electrical board. The motor was tested outside the device and passed. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test.